Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer declined further troubleshooting with tandem technical support regarding the fill estimate issue and continued to use pump for insulin therapy. Additionally, it was reported that the customer experienced ongoing ¿high¿ blood glucose (bg) levels (specific bg value was not provided); cause was unknown. Customer delivered a bolus via the pump to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.